Event description:
A (B)(6) female presented for a nanoknife ablation of a lesion located in the splenic nodules near the pancreas, stomach, kidney and colon. The patient developed a pneumothorax from the chiba fnp needle; which was used as a needle placement guide. The procedure was completed without completions. Follow up 120 hours post procedure noted that the patient was doing well and suffered no lasting harm or injury.

Manufacturer narrative:
There was no indication of a device malfunction or a product problem. This report is not being submitted for a product problem but rather to report the patient developed a pneumothorax during the procedure. The cause of the pneumothorax was due to the chiba fnp needle; which was used as a needle placement guide. Pneumothorax is a known potential adverse effect that is documented within the nanoknife user manual. The user manual, which is supplied to the user with this unit, pneumothorax as a potential adverse effect. The nanoknife system includes single use electrode probes and generator. No component of the system was returned to angiodynanics, therefore, a device evaluation was not conducted in regards to this event. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).